Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) upon failing the sample mean criteria of the system check. The ccc specialist advised the customer to not run samples on an instrument that failed a system check. The customer understood. Due to a level sense error, the customer replaced and aligned the sample probe on the dimension exl 200 instrument. The ccc specialist instructed the customer to run system check and when the ccc specialist followed up on the status of the instrument, the customer informed the specialist that the instrument failed the system check again. A siemens customer service engineer (cse) was dispatched to the customer's site. After inspecting the instrument, the cse checked and adjusted the alignments, replaced reagent 1 (r1) drain and inspected the fluidic system. The cse ran system check and quality control (qc), which passed. Then, the cse ran patient samples. Running patient samples using an instrument which failed system check is a use error. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Patient samples were run on the dimension exl 200 instrument after the instrument failed the sample mean criteria of system check. These results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to results reported after the failed system check.